Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately 13 years post implant of this mitral bioprosthetic valve, it was replaced with an unknown valve. The reason for valve replacement is unknown. No additional adverse patient effects were reported.